Event description:
The IV pump has been "infusing" all night and never alarmed proximal occlusion (2300-0545). When the nurse cleared the pump, the nurse noticed that the IV bag was full. The slide clamp was not completely open. However, the pump showed that half of the bag had infused. The pump was removed from service and returned to the rental company for evaluation and repair. The rental company is to send our biomedical engineering department a copy of the pump testing information when it is available.this facility has had more than one problem with these pumps. Problems have been reported to the rental company and copies of the work orders have been requested. Staff do not know why the problems are occurring.